Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 1.6 mmol/l. It was stated that the insulin pump delivered ten times the amount of insulin during the basal rates. Nothing further was reported.